Manufacturer narrative:
The investigation remains ongoing at this time. Additional information will be submitted in a follow-up report within 30 days of receipt.

Event description:
As reported during a drift review meeting the patient was identified of potential sensor drift, a recalibration was recommended. The patient underwent a right heart cath (rhc) and recal on (B)(6) 2026. Post-calibration review by (B)(6) r&d identified flags for noise, reference versus post-calibration discrepancies in both supine and seated assessments. Analysis of file ID (B)(6) demonstrated a supine reading 12.53 mmhg higher than the reference. Additionally, a reading labeled as seated was 8.09 mmhg higher than reference; however, waveform characteristics (theta) indicated the measurement was actually obtained in the supine position, contributing to the discrepancy flag. Despite elevated noise and trending differences between mpap and pulmonary pressure, calibration integrity was maintained. A pressure adjustment of +21.044 mmhg was applied. Based on these findings, the issue was attributed to confirmed sensor drift.